Manufacturer narrative:
(B)(4) is no longer applicable due to additional information received from the patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the stimulation was not turning off by itself. They stated that the stimulation just needed an adjustment. The patient also noted that they like to recharge their device every morning.

Event description:
Additional information was received from the patient on (B)(6) 2016 reporting that the issue of stimulation turning off by itself resolved. The cause was unknown. It was reported that there was no information regarding the patient¿s concern about charging for a shorter time.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulation seemed to be turning off by itself and the patient didn&#62752;recall what she was doing at the time when she realized that she wasn't feeling stimulation. The patient noticed this two weeks prior to the report in (B)(6) 2016. The patient hadn't checked the device with the patient programmer, and when she synced the patient programmer to the implant, she saw stimulation off. Button use was reviewed, and the patient noted that she hardly uses the patient programmer and doesn't believe that she used the stimulation off button. There was a blank screen, a splash screen, and a "low patient programmer battery" screen. The patient replaced the batteries in the patient programmer and then review of the icons indicated that stimulation was off. The patient was able to turn stimulation on. It was noted that the patient recharges her implant every morning so that she doesn&#62752;need to spend a lot of time recharging and that it usually takes her 20 minutes; however, on the morning of the report, it only took 10 minutes. It was reviewed that this may have been due to her implant being off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.